Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). The reason for call was for probably about a month to 6 weeks the pt had trouble getting a full charge to the ins. They fully charged the controller and when they attempted to recharge the ins, they only got a 30% charge and not a full charge. They met with their rep and their ins was fine. Troubleshooting was unable to be performed as caller did not have the equipment present. Caller was encouraged to reset the controller then attempt to recharge the ins again; then call back with equipment present if issues persisted. [See related information in (B)(4) - replacement].

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient who reported that the cause of the incomplete charging of the ins was unknown. They state they took the battery out of their controller and put it back in which resolved the issue.